Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability of the smart coil to be advanced into the non-penumbra microcatheter. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath into a non-penumbra microcatheter. After multiple failed attempts, the smart coil was removed. Next, the physician placed another smart coil in the target vessel. The physician then made an attempt to use its introducer sheath with the previously removed smart coil; however, the smart coil would still not advance out of the introducer sheath. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.